Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was underfill and air bubbles in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "I'm writing to you again because our services are having problems with the sampling tubes ref: 368497. Apparently, it's very difficult to fill them and they have air bubbles in them."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for underfill and gel air bubbles. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there was underfill and air bubbles in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "I'm writing to you again because our services are having problems with the sampling tubes ref: 368497. Apparently, it's very difficult to fill them and they have air bubbles in them."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.